Manufacturer narrative:
.

Event description:
On (B)(6) 2015 it was reported that every time the patient uses the magnet, she feels as though her vein is popping out of her neck. The patient says she had a fall in (B)(6) 2015 on her face and neck and since then when she uses the magnet, it feels like the vein in her neck is popping out. The patient thinks she damaged the lead. It was also noted that the discomfort in (B)(6) was not too bad but that it has returned the last few days. The patient was scheduled for lead replacement. The patient's vns was disabled on (B)(6) 2015. The patient's surgery was later rescheduled due to issues at the hospital. The patient now has a fever and has had two rounds of antibiotics. Although surgery is likely, it has not occurred to date.

Event description:
On (B)(6) 2016 it was reported that the patient underwent lead revision surgery. The explanted lead was discarded by the hospital and therefore cannot be returned for product analysis.

Event description:
On (B)(6) 2016, the patient was seen by the physician and system diagnostic test results were in normal range. The patient is still having a lead replacement; although surgery is likely, it has not occurred to date. The patient's discomfort was noted to be in the neck area and associated with magnet stimulation at 0.5ma. The device was disabled. The pain started after her fall in august.